Event description:
It was reported that when v sense test was set to 'monitor' it showed varying pvcs, however then some were not sensed at all. Recommended programming changes were made at the follow-up. The patient did not report any adverse consequences due to this event.

Manufacturer narrative:
(B)(4).